Event description:
Cautery cord caught on fire during a surgical case. The cord was not near the patient at the time of the occurrence. It crackled, flashed, went out and broke in 1/2, approximately 2 feet from the generator box. Generator - con med system 2450 model #60-2450-120,